Event description:
The customer reported that the system would display a motion drive error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the software and reseated the connections to the absolute positioner. The system was tested and found to working as intended and put back in service.